Event description:
Explant at implant. Patient expired same date. Reason unknown. No further details were provided. The device will not be returned (discarded).

Manufacturer narrative:
Device not returned.